Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was manufactured and used outside the united states. The programmer files were reviewed. (B)(4). Reportedly, upon device interrogation in its box on (B)(4) 2012, the device was found in standby mode and the following message was displayed on the programmer screen: "implant is in standby mode- interrogation is stopped. Do you want to reinitialize the implant (which will require few minutes)?". Analysis of the files revealed the following points: the pacemaker switched to standby mode around (B)(4) 2011; this switch to standby mode was automatically triggered by an embedded implant software safety check routine. In this case, a parameter located in a table of data used by the implant software to evaluate the battery impedance was found corrupted (mismatch between the value of a parameter and the authorized values for this parameter). Only one single bit was corrupted; the re-initialization procedure performed on (B)(4) 2012 was properly executed and restored normal operation; the root cause of this alteration could not be identified with certainty but the most probable hypothesis would be a soft error ("single event upset" (seu) or "bit-flip" - ie a change of state of one bit) due to the interaction between the memory microchip and a high-energy ionizing particle. This is a well known and non-destructive phenomenon in microelectronic circuits. Conclusion: the switch to standby mode resulted from a corruption in memory data. The root cause of this corruption could not be identified with certainty but the most probable hypothesis would be a seu. Proper operation was restored through device re-initialization. Therefore, the device can be released for distribution.

Event description:
Reportedly, upon device interrogation in its box on (B)(6) 2012, the device was found in standby mode. An explanation is required.